Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and the buttons would not function. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).